Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check due to an unknown lot number for difficult/unable to operate & hyperglycemia. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate & hyperglycemia. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that pen needle was not functioning correctly and was unable to get full dose of insulin and hyperglycemia occurred with an unspecified bd pen needle. The following information was provided by the initial reporter: (3 of 3 complaints) it was reported that blood sugar spiked badly two times [blood glucose increased]. On an unknown date, there were two times she have not gotten the dose, her dose (1unit) did not get in. The patient received insulin lispro (rdna origin) injections (humalog, 100u/ml) via pre-filled pen (kwikpen), 1 unit three times a day with meals, for the treatment of an unknown indication, beginning on an unknown date.